Manufacturer narrative:
Incident four of eleven. The product involved in this event is not available for evaluation. A follow up report will be provided upon conclusion of the investigation. The product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The staff member reported red bumps on their chest. No medical treatment was sought. The staff member was provided a substitute gown. Allergy testing was not performed.